Event description:
Event description cpi received information that during a removal procedure of an automatic implantable cardioverter defibrillator (aicd) for normal battery depletion, this endotak lead (0074) was removed from service because the r-wave was <0.4mv, and would not pace. A new endotak lead (0125) was implanted.